Event description:
Clinic notes dated (B)(4) 2013 indicate that the patient's seizure control is still not quite as good as it had been prior to her chi (closed head injury) in (B)(6) of this year. The patient is now having more focal seizures, but these seem to be better controlled with the vns magnet now. Otherwise, she is doing well, with no pain complaints. Clinic notes dated (B)(4) 2013 describe that the patient had a closed head injury from a fall in (B)(6) of this year while she was out of town. Since then, the patient has been experiencing a significant increase in daytime auras. Her nocturnal seizures had been decreasing in frequency, but started to increase again. The patient had an episode of status epilepticus in april. The patient's medication has been adjusted. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Event description:
It was reported that the physician does not feel that the patient's issues are related to vns because the patient had numerous issues at that time.